Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had a crack in the plastic and then the screen half of it is shattered. Customer's blood glucose was unknown mg/dl. Customer insulin pump was dropped on tile floor. The customer was advised to discotinue use of the insulin pump and revert to a back up plan. The customer was advised that device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked and bleeding display glass, cracked reservoir tube lip and cracked battery tube threads.